Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other non-malignant pain reported starting in 2015 they had intermittent pain and burning at the implantable neurostimulator (ins) site in the chest.

Event description:
Additional information received from the consumer reported that she didn't have a doctor. The patient did not know the circumstances that lead to the intermittent burning pain at the implant site. The patient noted that if she turns off the stimulator then her ear "will kill with worst pain" and mentioned that if the zapping gets worst she would turn it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.